Event description:
I had a very bad allergic reaction from "perma soft" denture re liner kit. Within 2 minutes of having it in my mouth, it started to burn so I took it out. Within a few seconds, the back of my tongue started swelling and I was having a hard time swallowing and I could not breathe. Thank god my husband got home in time to rush me to the ER. I was immediately treated with IV steroids, IV benadryl and a breathing treatment. Sent home with rx of 60 mg prednisone per day for 5 days. I have moderate asthma and I have used this product before with no complications. There is just a vague warning on the insert paper that states "do not use if allergic to methacrylates." Now, "how many people know what that is." It should have a warning directed to asthmatics who may be more likely to have a reaction or take it off the market. I could have died, luckily the ER is just 3 blocks from my home. Dates of use: (B)(6) 2017. Reason for use: to reline denture.